Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation, nyha class iii-IV, a small valve, short posterior leaflet with fibrosed areas, calcified annulus and calcified subvalvular apparatus for a mitraclip procedure. This is deemed a very complex case but there are no other possible treatments available. An ntw clip was implanted and the mr was reduced to grade 1. The procedure was deemed a success. On (B)(6) 2024, a single leaflet device attachment (slda) was detected on the follow-up transthoracic echocardiogram (tte), with the clip attached only to the anterior leaflet. The posterior leaflet has detached and might have been broken due to fragility, annular calcification, and the anterior leaflet's forceful movement. The mr is 4 as before the procedure. The patient's condition is as it was before the procedure, physicians are considering the possibility of stabilizing with an additional clip in a different area of the valve. For now, no further treatment is required.